Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to it. It was unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Customer decided to use multiple daily injections as backup therapy and was informed they would receive a replacement pump with updated software. Technical support advised the customer on steps to take upon receiving the replacement pump, which included training available in their tandem source account. They also instructed the customer to return the problematic pump using a return box and pre-paid label.